Event description:
Rptr requested help in analyzing two medical devices that may be implicated in the death of a pt. They mentioned that they need to know if the alarm feature on the machines was working at the time of the death. The instruments are a pulse oximeter brand name ohmeda biox and a breathing machine by pulmonetics system.